Manufacturer narrative:
The complete lead was returned. The clear medical adhesive was torn/separated from the gore covering at the proximal end of the proximal spring electrode and the proximal spring is slightly stretched at that point. Visual inspection confirmed that the helix was retracted and dried body fluid was noted in the helix housing. Additional testing concluded that the lead was electrically continuous. None of the reported clinical observations were able to be confirmed through laboratory analysis.

Event description:
Boston scientific received information that during a routine pulse generator (pg) changeout procedure, this chronic right ventricular lead was believed to have micro-dislodged. At the procedure the lead was displaying low intrinsic rv amplitude. Defibrillation threshold testing was performed. The lead undersensed the ventricular fibrillation and the patient had to be externally defibrillated. Upon further review of the induction strips, a technical services (ts) consultant indicated that it also was possible for the leads to be reversed in the header. A new right ventricular (rv) lead was implanted without further complication. The lead has been returned for analysis.